Event description:
The customer reported that she experienced an unexplained low blood glucose of 27 mg/dl and the paramedics were called to her home. The customer was treated intravenously and ate to further treat. She stated the bolus history in her insulin pump was accurate and had received no unusual alarms. The customer declined to troubleshoot. Nothing further was reported.